Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late and concern with the product.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product and some type of fluid build up". Device has been explanted.

Event description:
Patient representative reported ¿personal injuries and damaged including but not limited to the following: scaring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care, pain, increased risk of alcl, mental pain, anguish and fear due to risk of alcl, and mental pain and suffering,¿ and ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety and worry of bia-alcl.¿

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, red particles and underweight. A visual and microscopic analysis was performed which identified a missing shell and sharp broken on the posterior assessed as an surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product and some type of fluid build up". Device has been explanted.